Manufacturer narrative:
D2b: prosthesis, knee, patellofemoral, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: aa2260 13a2101 - cemex system fast genta 70g. 1351125 200-02-35 - three peg patella 35mm. 1338355 200-04-33 - cemented finned tib. Tra sz 3f/3t. 1219705 201-78-14 - holding pin headless sharp point long 4pk. 1227631 201-78-15 - holding pin mini sharp point 4 pk. 6c100 203-96-01 - (11-2222) saw blade new stryk (.050). 78108 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm. 1325690 230-03-03 - optetrak asy,cr cemented femoral, sz 3. Aa1362 asa0030 - sterile disposable containers. This revision was initially reported under MFR# 1038671-2015-00220 in 2015, this event is entered into the electronic complaint handling system for processing ease and to comply with current sops. These devices are used for treatment not diagnosis. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had an initial right total knee arthroplasty on (B)(6) 2008 and approximately 6 years, 4 months later experienced a revision surgical procedure on (B)(6) 2015. It is stated that the patient has suffered the following injuries and complications as a result of the device: joint pain, joint swelling and stiffness, tissue damage, revision surgery, polyethylene wear, & constrained liner revision. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect, component, and investigation clinical codes.